Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had infused too quickly. A new infusion of 1mg/ml of hydromorphone was started at approximately 1130 on (B)(6) 2022 at a rate of 1.2ml/hr and found to be empty at 1445 on (B)(6) 2022. The volume to be infused was 45 ml. The patient required administration of a reversal agent.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189).

Event description:
It was reported that the pump module had infused too quickly. A secondary infusion of hydromorphone (concentration 1mg/ml, volume to be infused 45ml) was started at approximately 1130 on 12/26/22 at a rate of 1.2ml/hr. However, it was reportedly found to be empty at 1445 on 26 december 2022. The patient reportedly required administration of a reversal agent.

Event description:
It was reported that the pump module had infused too quickly. A secondary infusion of hydromorphone (concentration 1mg/ml, volume to be infused 45ml) was started at approximately 1130 on (B)(6)22 at a rate of 1.2ml/hr. However, it was reportedly found to be empty at 1445 on (B)(6) 2022. The patient reportedly required administration of a reversal agent.

Manufacturer narrative:
Omit : concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd